Event description:
On (B)(6) 2009, the pt reported that air bubbles developing the insulin cartridge during filling. He stated that he properly lubricates the insulin cartridge before filling with insulin and he allows insulin to reach room temp prior to use. He stated that he does not properly adjusted the piston rod of the infusion device before inserting the insulin cartridge and he does not prime air bubbles from the system. He was educated on the proper procedure. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.